Event description:
It was reported that during a coronary bypass, when dissecting the mammary artery, the clips did not close correctly, they fell out and they cut the vessels. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the clips get crossed at the ends and as result they fall out the vessel and other cut the vessel. Which firing did this occur on? In a random way. Did anything unexpected happen prior to this incident? I did not happen anything during or before the surgery. Was the clip fully advanced into the jaws? The clips fully advanced into the jaws. Did the procedure drive the need to apply torque or twisting of the device? No need. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? The same applier continued firing as they did not have other type. Was there a recent conversion to ees devices in this account or with this surgeon? These surgeons are experienced on these devices. They also use msm20 from some time ago without any problem. "They fell out and they cut the vessels" please clarify if the clips fell out of the device or if the clips cut the vessel. It seems to be unlikely that the same clip fell out and cut the vessel. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.